Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Corrections: MFR site -reg number and contact office name. Device code 2017 - failure to follow steps/instructions. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed as suture retrieval issue due to a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, femoral angiogram was not performed. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The reported needle to cuff miss/observed link detachment and subsequent treatment appears to be related circumstances of the procedure due to the plunger not fully depressed flush with the handle body during plunger deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional and corrected information was received: it was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a cerebral aneurysm embolization procedure. Reportedly, no imaging of the access site was performed prior to proglide use. The proglide suture did not come out of the device when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 6f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath. Reportedly, the suture was not attached to the device after plunger removal. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.